Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. During evaluation, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue. The active exhalation control module was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the active exhalation control module failing was due to the proportional valve being stuck open.